Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported while using the vela ventilator; the unit displays xdcr fault (transducer fault), low pip (low peak inspiratory pressure), and low ve (low minute ventilation). The customer reported performing transducer calibrations, but the issue was not resolved. The customer reported the exhalation pressure transducer failed. The issue occurred during patient use, on initial start-up. The patient was placed on a known good unit, the customer reported no patient consequence associated with the event. Vent (B)(4), turb (B)(4). Hrs: 2314. Rga 50858 so c-int312641.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to a degraded transducer within the assembly (pt 801). This issue will be internally investigated within carefusion.